Event description:
It was reported that there was no possibility of movement with the flexible tip of the uretero-reno videoscope. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was confirmed. Based on the results of the investigation, the angulation was less than the specified value. The reported event was likely due to a component failure; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.